Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 1627487-2020-32092. It was reported the patient was experiencing ineffective therapy due to high impedances on their scs leads. In turn, the patient may undergo surgical intervention to address the issues.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2020 wherein the scs leads were explanted and replaced to address the issue.

Manufacturer narrative:
A patient experienced high impedance was reported to abbott. The patient's lead was explanted and replaced to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.